Manufacturer narrative:
Date of event: (B)(6). Date of report: 20aug2019. It was reported that the customer contacted a dealer to obtain a replacement battery. It was reported that replacing the battery resolved the issue. The ventilator has been returned to use. The faulty battery is not available to be returned for failure investigation.

Event description:
It was reported that the ventilator experienced a battery failure. There was no patient or user involvement.